Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c anchor broke during tensioning; all broken fragments were retrieved. This was discovered during an rc repair procedure on (B)(6) 2023. The case was completed using another device. Same device with unknown lot numbers were used. No delay no harm.

Manufacturer narrative:
The complaint allegation was not confirmed. One ar-2324bcc / batch number 15033102 was received for investigation. Visual evaluation determined that the sutures, anchor/bio, and eyelet is not attached to the driver's shaft. The broken anchor was not returned for evaluation. Functional testing was not performed because it doesn't apply to this device. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion. Per dfu-0087-13 at revision 0. G. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.